Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, when the operator of a 5f mynxgrip vascular closure device (vcd) went to shuttle down, the sealant didn't deploy. Hemostasis was achieved with manual pressure in less than 30 minutes. There was no reported patient injury. The procedure was diagnostic and performed using an antegrade approach, and the deployer was mynx certified. The device was used in the femoral artery, which was verified to have a diameter greater than or equal to 5 mm, with no vessel tortuosity and no presence of peripheral vascular disease or calcium at the puncture site. The user confirmed the shuttle was fully deployed, no unusual force was applied during sheath retraction, and the advancer tube was not engaged or visible. The device is being returned for evaluation.